Event description:
Customer alleged 2 sets of discrepant blood glucose values: 304 mg/dl, and 45 mg/dl within 5 minutes; 45 mg/dl, and 137 mg/dl within 10 minutes on the compact plus system. The customer reported having symptoms of high glucose with the 304 mg/dl result. Customer stated he took 7 units of apidra insulin before retesting and obtaining the 45 mg/dl result. The customer stated that he then retested in 10 minutes and obtained the 137 mg/dl result. The customer reported eating dinner and stated that he felt fine. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.